Event description:
Patient was revised to address a broken adapter bolt. Metallosis and loosening of the femoral component at the cement/bone interface were also reported; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Examination of the supplied investigational inputs confirmed fracture of the bolt component. Review of the device history records for the fractured bolt component did not reveal any related manufacturing deviations or anomalies. The investigation could not conclusively identify the root cause of the device fracture; however, a previous fracture of the patient femur and joint instability are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.